Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the type of damage the instrument had was a full cable breakage. The customer did not know if there was any loss of cautery associated, if there was any thermal damage, or if arcing occurred. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. Patient demographic information was not provided.

Manufacturer narrative:
The maryland bipolar forceps instrument has been evaluated by the failure analysis (fa) team. The reported event with the instrument could not be replicated nor confirmed. Visual inspection was performed and found no damage to the conductor wire. The instrument also passed the electrical continuity test. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observation(s) related to customer complaint: the instrument was found to have a frayed grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the conductor wire of a maryland bipolar forceps instrument was broken. The customer used a backup instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury.